Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display (lcd) monitor was not powering on. The issue was identified upon receipt. There was no patient involvement.